Event description:
Philips received a complaint from a customer that the foot pedal was malfunctioning. The cine and fluoroscopy was not working.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.